Event description:
It was reported in a lawsuit that "on or about 2005, the pt underwent surgery for placement of an inferior vena cava filter and was implanted with a greenfield vena cava filter and/or bird's nest inferior vena cava filter, said surgery being performed at hospital. Following the said surgery, a vena cava filter malfunctioned due to erosion of the inferior vena cava filter, or parts thereof. The "erosion" of the inferior vena cava filter, or parts thereof, caused injury, exsanguination , and perforation of the abdominal aorta and inferior vena cava and ultimately resulted in the death of the pt." Add'l info has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any add'l relevant info is received, a supplemental MDR will be submitted.